Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1362, awareness date 06-oct-2015). It refers to a adult female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Additional information received on 21-oct-2015 (ptc result). She never had any major health problems. Consumer experienced multiple complex cyst on ovaries, chronic abdominal and back pain, pain that runs down legs, numbness and tingling of arms, hands, legs and feet, high blood pressure, vitamin d problems, bad headaches, painful and heavy bleeding and blood clots during menstrual period, fibrocystic breast and ovaries, premenopausal menorrhagia, chronic fatigue and malaise, fibromyalgia, adenomyosis, chronic weight loss, depression, insomnia, menometrorrhagia, ovarian malignancy risk and the list goes on and on. A total laparoscopic hysterectomy with bilateral salpingectomy was performed because one of the essure coils was coming out of her uterus into abdominal cavity. She was (B)(6) at time of report and a single mother. She stated she was never depressed or unhealthy at all until essure procedure. She was in constant chronic pain and her mood was up and down. Ptc global number: (B)(4). Final assessment: for cases where a device failure, during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no vid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one of the essure coils was coming out of her uterus into her abdominal cavity resulting in total laparoscopic hysterectomy with bilateral salpingectomy. This event, interpreted as device dislocation into abdominal cavity, is serious due to its medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for one of the essure coils was coming out of her uterus into her abdominal cavity, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, another serious event (ovarian malignancy risk, unlisted and unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.